Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 339 (mg/dl) after changing supplies. Reportedly, customer believed that bg level may be caused by insulin quality or the infusion site. Customer administered a manual injection to treat bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will change the infusion site and call back if further assistance is needed.